Event description:
New information was received indicating that the patient had no previous history of cardiac events. The arrhythmia event reported was bradycardia. His heart rate dropped from 90 bpm to 30-40 bpm. This event occurred intraoperatively while performing system diagnostics. The patient¿s system diagnostics were output status: ok. Output current: 1.00ma. Lead impedance: 1603. Near eos: no. The vns generator has been turned off since the event. According to the physician the bradycardia is related to the vns therapy stimulation. No additional interventional action has been taken or planned, and the event has not reoccurred.

Event description:
It was reported that the patient had a bradycardia. The bradycardia was noted in (B)(6) 2011 and was noted to be temporary during the vns implant and it was resolved.

Event description:
An abstract of an article titled "surgical complications of vagal nerve stimulation for intractable epilepsy: finding from 26 cases" was received. It was noted that the patient experienced severe bradycardia following test stimulations of the vagal nerve with a stainless-steel surgical hook left in place, to extend the operative field. It was noted that it was believed that the current spread through the hook and stimulated the cardiac branch of the vagal nerve.

Manufacturer narrative:
Initial report inadvertently listed wrong implant date.